Manufacturer narrative:
Follow-up submitted with evaluation results which determined the mattress had an unpleasant odor. Pink discoloration found on top cover at zipper seam but could not be confirmed to be fluid ingress. Mattress was replaced

Event description:
It was reported by sales representative that the xpert mattress potentially had liquid ingress along the zipper.

Event description:
It was reported by sales representative that the xpert mattress potentially had liquid ingress along the zipper. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Results: liquid ingress alleged. Conclusion: no conclusion until product is evaluated. At that time, if appropriate, a supplemental report will be filed.